Event description:
It was reported that the patient complained of chest pain and fatigue, and the atrial lead exhibited intermittent far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.